Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug eluting stents were implanted in the rca. Approximately 11 months post procedure, patient suffered right cerebellar body infarct, reported to be related to stroke. Event was treated with medication. Patient recovered. Investigator and sponsor assessed event is not related to device or anti platelet medication.